Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient underwent transforaminal lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l4 to l5. Reportedly, she was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, in the disc space. Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by progressively increasing low back pain, with pain and radiculopathy into her legs." On an unknown date, the patient underwent the installation of intrathecal pain pump, due to her symptoms. Reportedly, the patient "continues to experience severe and chronic low back pain, with pain radiating down her legs. The pain in her back and legs often causes her to fall. The patient can only drive short distances. At times, the patient is unable to get out of bed due to pain."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.